Manufacturer narrative:
A bci field service engineer (fse) found the wash cup and drain tubing clogged with rubber tube cap particles. The fse replaced the affected parts and this resolved the issue. The fse reminded the customer not to re-pierce already pierced caps. The leaking hardware may cause incorrect results or operator exposure to chemicals or biohazards upon reoccurrence.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a cap piercer wash cup that was overflowing on unicel dxc 600 pro synchron clinical system. A bci customer technical support (cts) recommended the customer disable cap piercing and remove the caps manually. There were no incorrect results and no operator exposure.